Manufacturer narrative:
Investigation: per internal documentation, the phenomenon of bacterial contamination in blood products is known to occur. Given the nature of micro organisms on human skin and the mechanical act of piercing the skin, it is not possible to completely eliminate bacterial contamination from occurring. The devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level(sal) of </= 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. Based on the customer statements and literature review, the bacterial strain is brevibacterium casei which is a bacteria that resides in food products such as dairy with other similar brevibacterium species residing on the skin. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the bacterial contamination experienced by the customer. Root cause: according to the run data file analysis, the device and system operated as intended. No system-related root cause for the alleged bacterial contamination was identified in the run data file for this procedure. No alarms, procedure pauses, or centrifuge stops occurred during the procedure that may have pointed toward an instance where bacteria could be introduced. Based on the investigation results, the disposable set and system is not the source of the bacterial contamination. Literature review: gruner, eva, et.al. Human infections caused by brevibacterium casei, formerly cdc groups b-1 and b-3. Journal of clinical microbiology, june 1994, p. 1511 - 1518.

Event description:
Follow up with the customer confirmed that medical intervention in response to the event was not required.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The signals in the run data file for this procedure show the system was operating as intended and there were no procedure-related events in which bacteria could have been introduced. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a stem cell collection was not sterile and the patient required prophylactic antibiotic treatment due to the contamination. Due to EU personal data protection laws, the patient information is not available from the customer. Donor gender and weight were obtained from the run files. The disposable kit is not available for return, because it was discarded by the customer.